Manufacturer narrative:
The field representative confirmed that a chest x-ray was taken, but no issues were identified from the x-ray. The field representative confirmed that the physician would continue to monitor the patient and no further action (i.e., revision) is scheduled at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The field representative was contacted for additional information. Should any further information become available, this report will be updated.

Event description:
Boston scientific received information that noise was observed on the right ventricular (rv) competitor lead. The lead safety switch also activated due to low rv impedances that dropped to less than 200 ohms. Impedances were taken in-clinic and noted to be normal in both unipolar and bipolar configuration. Threshold testing was performed and the strips show what appeared like fusion or possible loss of capture. Boston scientific technical services (ts) suspects a lead issue and recommended a chest x-ray to determine if there is any damage to the lead. The field representative confirmed the patient will have an x-ray taken and noted there was capture when using an external electrocardiogram with normal paced morhphology. No adverse patient effects were reported. No further information has been provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was returned approximately two years later for an unknown reason. At the time of the event, when the patient was evaluated in the clinic, impedances were normal. Subsequent x-rays did not reveal any visual anomalies with the system. At that time, no action was taken and the physician was going to monitor. There have been no additional allegations or complaints since this event occurred. The explant reason is not known at this time, but the device was returned and will undergo laboratory testing.